Manufacturer narrative:
The suspect multi-function cable was returned. Our evaluation verified the reported malfunction and attributed the failure to an open wire (pin 3 patient end to pin 5 of device connector end) within the multi-function cable.

Manufacturer narrative:
The reported malfunction of "no power" was observed and attributed to the lithium battery on the system board. The device was recertified and returned to the customer. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 9 years old from date of manufacture. The reported malfunction of "unable to detect multi-function cable" was attributed to a faulty multi-function cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and the device was unable to detect the attached external paddles via the multi-function cable. There was no patient involvement in the reported malfunction.